Event description:
Patient being pushed while sitting on rolling walker. Walker wheels met threshold at entrance to building and rolling walker rapidly fell over causing patient to hit head hard on floor causing injury. Product involved still available = don't know. The above problem with the rolling walkers has happened at least four times at our medical office building. I cannot imagine how many other patients have been injured from not using these rolling walkers properly. They need to be made so they cannot roll when someone is sitting on them. They are very dangerous when used as wheelchairs.